Event description:
The device was explanted due to premature battery depletion. The patient came in the clinic after receiving an alert. The device battery voltage had a sudden drop from (B)(6) 2011 to present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis, and an internal battery anomaly was found to cause the premature battery depletion.